Event description:
It was reported that, after a rotator cuff repair surgery for repairing a partial thickness tear of the supraspinatus tendon, a capsulectomy was necessary for removing the bursal scar tissue from the patient. Even though the event was resolved, the patient outcome is still unknown. All further information, including the device used in the original surgery, is unknown.

Event description:
It was reported that, after a rotator cuff repair surgery in the right shoulder, in which an unknown s&n device had been used, the subject experienced a partial thickness tear of the supraspinatus tendon. A capsulectomy was necessary for removing the bursal scar tissue from the patient. Even though this event was resolved by the revision surgery, the patient outcome is still unknown.

Manufacturer narrative:
Proper part number and lot number were not provided. The allegation stated: "no info provided on the part number, an equivalent part was recorded for tracking and trending purposes." No product was returned, therefore physical evaluation, full investigation or definitive conclusions were not possible without product to evaluate. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.